Event description:
On (B)(6) 2011, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging the patient's onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the mother on (B)(6) 2011, and obtained the following information. The reporter stated the alleged issue first began at approximately 7am after the patient woke up on the same day she contacted lfs for assistance. She reported blood glucose results of "555, 551 and 487mg/dl" with the subject meter which she felt were higher as compared to the patient's normal readings/feelings. The reporter informed the cca that the patient manages her diabetes with humalog insulin through pump therapy. The reporter informed the mss that when she tested the patient and received the "555 mg/dl" result she retested her using a strip from the same vial and reported a value of "551 mg/dl." The reporter stated she gave the patient a 3.9u correction of humalog insulin based on the two alleged high results and the patient reportedly went back o sleep. The reporter stated an hour later, the patient woke up feeling "shaky" so she tested her again on the subject meter and reported a blood glucose value of "487mg/dl." She then retested on the subject meter using a test strip from a new vial of test strips (same lot) within minutes and reportedly received a value of "44mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The reporter stated that she treated the patient with glucose tablets and crackers immediately after testing and within 45 minutes, the patient's symptoms reportedly subsided. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. Quality control solution test was also performed on the subject vial of strips but it did not fall within the range printed on the subject vial of strips, the cca noted that the control solution was expired and the reporter did not have any new control solution. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient obtained inaccurate high readings on the subject meter, she was given treatment based on the alleged results, and she reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.